Manufacturer narrative:
Operator error: the police accident report cites the end user at fault for the incident for failure to comply with (B)(4) general statue 14-289h (d) which requires end users to yield the right of way to any motor vehicle on the highway. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic cross road at locations where you are most visible to motor traffic."

Event description:
End user reports being struck by a motor vehicle while crossing the street in her power wheelchair. End user reports not wearing her seat belt.